Event description:
The physician attempted arteriotomy closure using a closer s tsl 6 fr. Device on the day of the event following an interventional stent/ptca procedure. The physician removed the device and saw a pulsatile flash of blood. After advancing the knot, this pulsatile flash was reduced to a mild ooze. The physician advanced the suture trimmer, but there was still a mild ooze present. While maneuvering the suture trimmer, the rail broke above the knot. The physician trimmed the non-rail suture and applied pressure dressing. When checking on the pt, the nurse indicated that the site was bleeding. Upon removing the dressing, there was still a mild ooze. The nurse held presssure for 45 minutes then applied a c-clamp. The next morning, the pt was still oozing at groin site. The doctor thought the oozing was a retroperitoneal bleed, so the pt was sent to surgery. The doctor also stated that he might have stuck the back wall. After surgery, the doctor said they found the source of bleeding to be from a sheath size hole in the anterior wall of artery. He also indicated that they couldn't find any suture. The doctor suggest that the reason there was no pulsatile flow was because it was behind the inguinal ligament. The stick appeared to be good in femoral angiogram.